Event description:
The customer returned a valve and a note to a quest sales rep at the amsect show. The product was a retroguard, product code 4007200. The device had a crack. This is the only info provided to quest. Product code 4007200, lot 25304.

Manufacturer narrative:
A crack was noticed on the housing: however, the device was tested and passed our pressure decay test that is performed during normal mfg. This concludes that the crack does not affect functionality nor will it cause any leaking. This complaint condition is considered to be a cosmetic defect.